Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported an intraocular lens (iol), with a description of "damaged when inserted". There was patient contact. Additional information was provided indicating that the event occurred during implantation of the lens. The procedure was completed with a new iol. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case in the opened carton. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic was not returned. The optic has multiple scratches, is scraped and gouged. The optic was returned in two broken portions in the well area of the lens case. The associated cartridge was returned. Only a small amount of viscoelastic was observed. Stress lines are observed on the anterior prior to the parting line. The cartridge tip has stress lines in varying degrees beyond the parting line. The wing tabs show uneven compression. Only one tab was completely smashed. This may indicate that the lens was not seated fully or correctly into the handpiece locking slot prior to advancing the lens. A qualified cartridge and handpiece were used. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The returned lens was damaged. The lens was also returned in two pieces, typical in appearance to a lens that has been removed and returned. The root cause of the lens damage is most likely related to a failure to follow the directions for use. The manufacturer internal reference number is: (B)(4).